Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged and there was no capture. The lead output was reprogrammed and it remained in use, however due to the increased output, the patient then experienced diaphragmatic stimulation. The lead was again reprogrammed. Subsequent follow-up information was received from the physician's office; the lead was repositioned and remains in use. The patient was a participant in the adaptresponse study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.